Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to the user improper handling the subject device and applying excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: scratches on the tip cover glass, poor lighting due to a broken light guide, and image defects due to foreign matter adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "trueview ii", 4 mm, to olympus repair center for evaluation of a reported chipped tip on the outer tube. There were no reports of patient harm.